Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Correction: initial report submitted on (B)(6) 2011 reflected the incorrect manufacturing site. Therefore a supplemental report is being submitted to indicate the correct manufacturing site as (B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion found.

Event description:
It was reported that the implantable pulse generator (ipg) battery depleted too soon. The ipg was explanted and replaced with a new device. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable pulse generator (ipg) battery depleted too soon. The ipg was explanted and replaced with a new device. No patient complications have been reported as a result of this event.